Event description:
Philips respironics sent me a dreamstation 2 replacement CPAP (for returned, recalled machine) and this machine, when the package was opened, contacted grey and black particles that spilled onto my bed sheets when I was setting up the new device in (B)(6)2023. I have retained those particles. I contained philips respironics at once by phone and have called them multiple times this summer of 2023 and even emailed them pictures of the captured particles, at their request. They have completely ignored me. On one phone call in july, the company said that my issue needed to be escalated but it never has been nor have I been responded to by phone, email or mail. I have requested a replacement CPAP for the replacement CPAP and they have not responded whatsoever in any fashion. I have retained attorneys with regard to the recalled machine issue and they are aware of the fact that I received a defective device and that philips is ignoring my health concerns about using this product, which I must use for health maintenance. I have requested a replacement several times to no avail or response. The CPAP's own product insert instructs patients to contact the company if the CPAP has any problems. I did so and I await a response and a new machine, none of which have been forthcoming. I have ground glass opacities in my lungs from previous defective recalled philips respironics CPAP machine and to add insult to injury, the company sent me a recall replacement that is also defective and has some type of grey and black particles that are released from the machine. Reference report #mw5146827.